Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advising that the wheel locks are less than a year old and they are not holding.